Manufacturer narrative:
Serial number: n/a. Software version: n/a. Color: pink. Battery life remaining: n/a. The inpen screw retracts when dialing and advances when turning dose knob to the 0 mark and high resistance while dispensing due to dust/debris under the dose button, on washer, on the dose detent and dose knob. Unable to perform functional test due to leadscrew anomaly. No cosmetic damage to inpen was noted.

Event description:
Information received by medtronic indicated that inpen that was broken and not working correctly. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.